Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a biolox delta head, 12/14, 32 x 0 on the right side on (B)(6) 2015. Irrigation and debridement were performed and the head/liner were exchanged, all index implants were left alone. The patient underwent the revision surgery on (B)(6) 2016 due to infection. (Same case is treated in (B)(4), zimmer inc. (B)(6).)

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00064-1). All the information captured herein including g4 (date received by manufacturer) except b4. Additional: h2. Updates: g4, g7, h6, h10. It was reported that patient received a biolox delta head, 12/14, 32 x 0 on the right side on (B)(6) 2015 and underwent a revision surgery on (B)(6) 2016 due to infection. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. - three x-rays were returned for investigation. All x-rays were taken on ap-view. No date was readable on the pictures. No clear signs of loosening visible, neither on femoral nor on acetabular side. No other conspicuous information - implantation report dated (B)(6) 2015: a 64-year-old female patient receive da tha on right hip due to growing pain caused by severe osteoarthritis. Patient had a high bmi (35.95). Bone quality was found to be good. On the acetabular side, the reamer were placed at 45 degrees inclination angle and 20 degrees antiversion. No other conspicuous information. - a post-revision picture of the biolox head and the liner was taken. The picture did not contain relevant information regarding the reported infection. The irradiation certificate of the affected lot was reviewed and found to be according to specification. The gamma sterilization specification of the device certified the suitability of sterilization. Root cause determination according to dfmea: - incorrect sterilization method led to non sterile head implant due to incorrect sterilization method: not possible: the gamma sterilization specification of the device certified the suitability of sterilization. The irradiation certificate of the affected lot was reviewed and was found to be according to specification. - non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information : possible: it was impossible to determine how the device was handled duirng surgery. Could not be excluded - unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage): possible: condition of the package was unknown. It was possible that operator did not noticed the damaged bag before implantation. - adverse body reaction systemic or local (genotoxicity, carcinogenicity. Toxcity, irritaion, hypersensivity, etc.) Due to usage of bio-incompatible material: not possible: the biocompatibility specification of the device certified the suitability of material - undesired tissue reaction due to bioincompatibility of leachables due to leachables and extractables from implant material (eg. Phtalate): not possible: the biocompatibility specification of the device certified the suitability of material. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use: not possible: single device used, not inteded to be sterilized and re-used. According to DHR, the product met all requirements to perform as intended. Irradiation certificate stated that the product was sterilized according to specification. It is highly probable that potential contamination occured because of wrong handling during surgery or because of damage during transport. These are factors which remains outside of zimmer control. The IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer devices. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to infection.